Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. This was successfully submitted on march 9, 2016, then accidentally sent again the same date after the third acknowledgment. The duplicate report was 'cancelled' but the MDR was sent successfully. Receive 2016-03-09 13:23:52 acknowledgement 3 received successful resubmitted electronically 23 jul 2020 by request. If information is provided in the future, a supplemental report will be issued.

Event description:
This procedure was performed in sweden. The everflex entrust catheter was introduced over a 0.035" wire through a 5 fr sheath antegrade. When inside the sfa, the physician (ir) felt resistance when advancing the entrust catheter forward to the target lesion. During the same procedure another entrust stent was deployed distally. The intention was to extend with the second stent. On the xray image the physician observed that the stent had started to deploy approximately 1-2 mm. The red lock pin was still in place. The device was withdrawn and replaced with a new device, same size, successfully. There was no damage to the vessel wall. The stent could not be captured into the deployment system, however, the stent and catheter were removed successfully by backing out of the introducer sheath. The stent was still inside of the catheter, except for 1-2 mm sticking out of the distal end. Review of a single image of the stent received could not confirm if all components of the stent were present.

Manufacturer narrative:
Evaluation results: the everflex entrust stent delivery system, (sds), was received for evaluation. No ancillary devices from the procedure were received. A photographic image was the distal end of the sds with the stent marker hoops extending beyond the distal end of the sds was received. A cine image was received with the initial report. Cine image includes the proximal end of the initial stent implanted in the procedure. The entrust sds was received with the red safety tap in placed within the sds handle. The entrust sds was received with the distal tip of the stent extending beyond the outer sheath of the sds. Backlighting was used to determine that the proximal end of the stent was not in contact with the distal end of the pushrod. The red safety tab and tube were removed to allow deployment of the stent. The stent was able to be successfully deployed. The stent was examined: all struts, marker hoops are accounted for. The stent is the correct length. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.